Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported deployment difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional supera device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous de novo superficial femoral artery (sfa). An unspecified supera stent was successfully implanted in the distal sfa. It was then attempted to deploy a 6.0x120mm supera stent, however the stent became exposed but failed to deploy (not flowered). The handle was dismantled in an attempt to push the shaft directly to deploy the stent. The method was unsuccessful as the stent did not deploy. The device and stent were removed without issue. The device was replaced with a new same size supera but the same occurred. A non-abbott stent was successfully implanted. In the physician's opinion, it¿s possible that the shaft did not retract and the stent did not fully deploy because the lesion had heavy calcification and tortuosity. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.